Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis with the hypotube separated. Visual and dimensional inspections were performed on the returned device. The stent damage was not confirmed. The difficult to position could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties.

Event description:
It was reported that as a 2.25 x 12 mm xience xpedition stent delivery system was being advanced through the rotating hemostatic valve, the stent was crushed. The device was removed without issue. Another xience xpedition was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided. Returned device analysis revealed the hypotube was separated.